Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: textured to smooth exchange.

Event description:
Healthcare professional reported left side textured to smooth implant exchange. Upon explant surgery, healthcare professional found left "implant grossly ruptured." The device has been explanted and replaced.